Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited inappropriate shocks due to noise and oversensing. The patient was referred for a revision procedure due to unspecified damage to their chronic rv lead and discomfort due to the location of the ICD. During the revision, the chronic rv lead was surgically abandoned and replaced. The ICD was moved from a subcostal to subpectoral position. Measurements obtained on the pacing system analyzer (psa) showed good values for the newly implanted lead. During the process of closing the device pocket, high rv pace impedances greater than 2,000 ohms were observed in addition to high pacing thresholds and diminished sensing. At this time it was discovered that the ICD header was loose and the device was explanted and replaced with a new ICD. No additional adverse patient effects were reported. The device and chronic lead are no longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the ICD was analyzed and a loose header confirmed. Laboratory analysis concluded the loose header bond contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited inappropriate shocks due to noise and oversensing. The patient was referred for a revision procedure due to unspecified damage to their chronic rv lead and discomfort due to the location of the ICD. During the revision, the chronic rv lead was surgically abandoned and replaced. The ICD was moved from a subcostal to subpectoral position. Measurements obtained on the pacing system analyzer (psa) showed good values for the newly implanted lead. During the process of closing the device pocket, high rv pace impedances greater than 2,000 ohms were observed in addition to high pacing thresholds and diminished sensing. At this time it was discovered that the ICD header was loose and the device was explanted and replaced with a new ICD. This ICD is part of the subpectoral implant 2009 product advisory, which was initially communicated on (B)(6) 2009. No additional adverse patient effects were reported. The device and chronic lead are no longer in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.